Event description:
The patient experienced a shocking/jolting sensation and stimulation in the wrong location. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).